Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
On 06/29/2009, it was reported by the patient's husband that the patient expired in 2009, and the cause of death mentioned on the certificate read "left ventricular failure and ischaemic cardiomyopathy."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. A device history record review is currently in process. Two requests were made (via email) for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. Ischaemic cardiomyopathy. Device not returned.